Event description:
Information was received from a patient's representative regarding an external device. Wireless recharger (wr). The reason for call was patient's representative reported they can't get the recharger to charge the implantable neurostimulator (ins), they already tried to move the recharger around, sometimes they will get the tone that it was connected but after 2 seconds it will go away then the recharger starts beeping again. Patient (pt) said the issue started yesterday. Caller reported the battery went 'dead', they were not able to charge it ever since. Caller said the handset and recharger was fully charged. Agent had caller to reset the recharger and the handset. Caller said the recharger showed 3 green bars. Caller mentioned they were using the charging belt and removed it to move the recharger around. Agent had caller to start the charging session. Agent said they saw 3-6-7, 0-5-7, middle number was at 19 and high number at 20. Agent reviewed recovery mode and recharging best practices. Caller confirmed they were able to charge the ins showed red on ins with good connection. Caller said the ins site has a little bandage and still has stitches. Caller said their rep told them that it's okay to charge the ins. Agent reviewed information. Agent instructed them to monitor the issue and will call back if they are still having a problem. No symptoms were reported. Additional information was received from the patient (pt) stating they were still having issues recharging the implant. After resetting the recharger the caller was unable to get above 2 during recovery mode. Agent sent an email to the field. Pt was redirected back to their managing hcp. Additional information was received from the manufacturer representative (rep). It was reported that the ins was tilted. Pt is scheduled for pocket revision for difficulty charging on (B)(6) 2026. No pain at ins pocket. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.